Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported eye tracker issue (stay in down position) in unknown eye of a patient.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite visit the field service engineer (fse) adjusted microswitch on lift assembly and performed system verification as per sir (service installation record). Logfile review was not possible to due missing patient details and incomplete logfiles. The root cause for the reported issue could not be determined conclusively. The manufacturer internal reference number is: (B)(4).